Event description:
It was reported that the patient received a low glucose alert before the sensor disconnected, after which the patient reported feeling symptoms consistent with low blood glucose while also noting a concurrent hyperglycemia event; the patient lacked a current glucose reading due to the sensor being in warmup and had self-treated with candy prior to contacting support. Symptoms included hypoglycemia. Outcomes included symptomatic improvement after consuming carbohydrates and education on proper hypoglycemia treatment using fast-acting carbohydrates with reassessment. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with cause unclear due to unavailable glucose data at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.